Event description:
It was reported that the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed and the patient is stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.